Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed customer the reported event; the lower display hinges were found out of mechanical specification. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. The upper hinge plate was damaged (boss stripped). The keyboard back space key was inoperable; keyboard found out of electrical specification. (B)(4).

Event description:
It was reported that the programmer screen would not stay up and continued to fall down. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.